Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that (B)(6) was final tightening the correction key on the concavity of the curve. He tried to final tighten the set screw and this wasn¿t possible. Therefore he tried using a unitised nut, first removing the ears and using the reduction tool. Still the nut couldn¿t be final tightened. (B)(6) concluded the thread in the head of the screw had been completely stripped by the set screw and hence he decided it wouldn¿t be possible to insert and final tighten a set screw so he left it empty. (B)(4).

Manufacturer narrative:
Product complaint # ==> (B)(4). Device was not returned for evaluation. A review of the device history record could not be performed as the lot number is unknown. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.